Event description:
It was reported when using the bd insyte¿ autoguard¿ bc shielded IV catheter there was leakage at the catheter and hub junction. The following information was provided by the initial reporter. The customer stated: "there was a chipped area a the same site where leak was noted." Verbatim: describe the event or problem: there was successful insertion of right hand IV. Leaking was noted when attempting to flush. The j loop was changed and the IV connected to the hub of angio. It continued to leak. IV was removed and successfully restarted with a new angio m the right ac. On inspection of the hub of angio, it was noted there was a chipped area a the same site where leak was noted.

Manufacturer narrative:
Medical device expiration date: unknown. The initial reporter also notified the FDA august 2021. Medwatch report #(B)(4). Device manufacture date: unknown. Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.